Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed, therefore, root cause is undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. A review of manufacturing records for the reported lot/batch, found no non conformance's or anomalies during production. The device/product met all specifications upon release into distribution. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the device keeps showing 'tubing blocked' 'canister full' although canister not visually containing exudate. The alarm continues even after new canister had been changed over, it keeps coming up with canister full and alarming doesn't stop. The device continues to run although continually alarming. No patient harm.